Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by darkened peritoneal effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis and began treatment with vancomycin (twice a week for 3 weeks, dose not reported) intraperitoneally as treatment for peritonitis. On an unreported date, treatment with vancomycin was discontinued. The cause of peritonitis was unknown. The patient was discharged from the hospital and was recovering from the peritonitis. Dianeal and extraneal viaflex therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient began treatment with intraperitoneal rifampicin (dose, duration, and frequency not reported) for peritonitis. On an unreported date, treatment with rifampicin was discontinued. The patient was reported to have recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.